Event description:
It was reported that a revision surgery was performed due to loosening.

Manufacturer narrative:
The affected journey tibial baseplate was not returned for evaluation. A clinical evaluation noted no relevant supporting clinical information has been provided to assist with a clinical investigation, and there is no report of the patient's current condition. Therefore based on insufficient information, a clinical assessment cannot be performed at this time. A review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed part revealed no prior complaints for the listed batch. Without the actual product involved, our investigation of this report is inconclusive. Should the device or additional information be received in the future, the complaint will be reopened.